Event description:
Procedure type: colon resection. According to the reporter: after performing the anastomosis with the eea stapler, the surgeon did an air leak test and viewed anastomosis with a proctoscope. The anastomosis looked good, and no leaks were detected. Eight days post-operatively, the pt went to the ER ill with sepsis. A CT scan was performed, and it appeared that the anastomosis had come apart. The pt was re-operated at that time, and the anastomosis was repaired. The pt later expired.